Event description:
The customer reported via the sales rep that 3 screws have broken during removal. It is further reported that the surgeon was removing 6 xia screws from the pt, 3 screws are 6.5 x 45mm and 3 screws are 7.5 x 40mm. It is further reported that the 6.5 x 45mm screws were removed successfully with no complications. It is further reported that the 7.5 x 40mm screw tulip heads 'popped off' during extraction leaving the shafts in the pt. It is further reported that this occurred on all 3 screws and that the shafts were successfully removed with no adverse consequences to the pt.

Manufacturer narrative:
Investigation has been initiated. Any additional info will be filed as supplemental report.